Event description:
Health professional reported that during pt injection with juvederm ultra plus below the lower lip to correct marionette lines the pt felt a sharp pain going towards the nose on the left side. Later that day, severe swelling and bruising occurred lateral to the corner of the mouth on the left. Then 48 hours later, numbness of the left upper and lower lip, with intraoral ulcerations (including buccal mucosa and gingival of the lower molar teeth) also had appeared. The pt was given advil and the warm compresses were applied. Invasion of a blood vessel was suspected and it was determined that most likely the inferior labial artery was injected with juvederm. One week later, necrosis of the left lower lip, lateral aspect, ulceration intraorally of the buccal mucosa and gum around the lower molar teeth on the left was observed. The pt was started on a short course of prednisone, cleocin, and keflex. Over-the-counter oral analgesics were also used, as well as peridex mouthwash. The pt also used a dental paste containing steroids inside the mouth. Two weeks following the injury the oral cavity was healed. At this time the pt was using anti-inflammatories, warm compresses, local antibiotic ointment, as well as oral antibiotics. At three weeks the necrotic skin patches below the lip were almost healed. At week four the necrotic lip had fallen off. The skin below the lip was completely healed at this point. The lip wound is contracting and healing in slowly, recreating the dry vermillion. The entire injured area was completely healed at week ten. Once healed "hybrisil" was used two times a day on the skin below the vermillion. Approximately 10 months later an ultra-pulse laser was used in the perioral area. Residual permanent disfigurement include: soft tissue mass presenting scar tissue at the site where the labial artery was injured, skin discoloration and texture changes of healed facial skin below the lip, scar tissue at the lip/vermillion border destruction of the "white line", color changes of healed portion of the lip, numbness of the later 1/3 of the left lower lip; occasional drooling (mostly saliva). Dull pain and achiness at the injured part of the lip by the end of the day. All treatment was given to prevent worsening of the symptoms that may lead to permanent damage. The pt's symptoms have resolved but the health professional stated that there was permanent scarring.

Manufacturer narrative:
(B)(4).